Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.;

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. This lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Noted deformed conductor coils along with puncture holes in the insulation from some type of grabbing tool on the is-1 terminal lg. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Visual inspection revealed no abnormalities. Note: typical surgery-related damage is noted, but is not considered abnormal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field f10 and h6: impact codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. This lead was surgically abandoned. No additional adverse patient effects were reported.